Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed during generator change. No adverse patient events reported. Lead remains implanted at this time.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. On (B)(6) 2024, adding high thresholds and oversensing. There was also failure to capture. Upon receipt, the lead under complaint was found cut 42 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was analyzed. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil, rv ring electrode and lead tip were found covered in fibrotic growth, which is assumed to be the root cause of the reported high thresholds. Damages such as a deformed rv shock coil and a bent fixation helix probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. On (B)(6) 2024 adding high thresholds and oversensing. There was also failure to capture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.